Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device video connection keeps going out, drops image mid case. The issue occurred during a diagnostic procedure and was completed with an olympus back-up device. There were no reports of patient harm.